Event description:
A rep from novoste advised rptr that the co was voluntarily recalling the 3.5 beta rail delivery catheter. Apparetnly, there were 6 reports, out of more than 7000 procedures, of the tip of the catheter separating inside as saphenous vein graft. Based on the foregoing, this product is not in use at this facility.